Event description:
Started having multiple health problems leading to higher and higher thyroid meds and crazy debilitating migraines and sinus infections and anxiety attacks which I assumed was my thyroid, but I'm currently taking the max amount of hormones for that (considering I still have my thyroid). I am on a dose that replaces one all together and blood tests have been stumping my doctor. Lots of skin rashes and blisters and really bad gastrointestinal problems causing irregular weight gain and urinary problems with urgency and frequency. I've done research and read many books trying to figure out after ents, allergists, naturalists, endocrinologist, general practitioners have all been contradictory. I've had yeast in gut and throat and then some insomnia. Please help me find out if I might have bii. FDA safety report ID# (B)(4).